Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the nodule was dilated multiple times at 12 atm but the balloon ruptured during dilation at the tortuous part. The device was replaced with a new one and the procedure was completed with another of same device. No patient complications reported.